Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) has an autofill failure alarm. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields- b4, d8, d9, g3, g6, h1, h2, h3, code (inv. Types, findings, conclusion, components), h11. A getinge field service engineer (fse) evaluated the device and replaced fill manifold assy. Fse tested according to the protocol for cs300. The device passed all performance and safety tests according to factory specifications and was returned to the customer approved for clinical use. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective ¿fill manifold¿. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part retained by customer and scrapped.

Event description:
N/a